Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was stretched resulting in being unable to delivery insulin. Customer's blood glucose was 340 mg/dl with large ketones. The ambulance was called and customer was admitted to the emergency room (ER). Customer was given saline intravenously to address bg and diabetic ketoacidosis (dka). Customer was released with a bg of 287 mg/dl and stable.